Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the snare device becomes damaged during use or general handling, perhaps due to an application of excessive pressure. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy, they used advanced cook endoscopy acusnare polypectomy snare through the endoscope. Once in position around the polyp; the user attempted to close the snare around the polyp. The catheter buckled near the handle, preventing full retraction of the snare. Another device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.